Event description:
The patient was on an epinephrine infusion. While the nurse was programing high volume pump, message came across brain of system error and the entire brain and channels shut down. Epinephrine syringe was quickly changed to a separate brain and restarted however in the process the patient received a bolus and her blood pressure increased to 310/160. The bedside physician paused the infusion until the patient's blood pressure was back to a normal range for her and then restarted.